Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the unit. The fss noted that the maintenance interval message was on, so he reset it as it had been forgotten at the last recent preventative maintenance (pm). Fss checked the system and it was found to meet amo specifications. Through follow up with the field service specialist, he explained that the customer had the impression that the system was just a little bit slower to aspirate the debris. This is why fss thought there might have been a vacuum calibration needed, but when fss checked the vacuum and the system, all was within amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system works but vacuum pressure seems a bit low. It was reported that the issue occurred during procedure. However, there was no patient injury reported and no treatment was cancelled or delayed.